Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2018-02377, 3006705815-2018-00507. It was reported the patient lost therapy due to the original implanting physician not tightening the set screw. The lead became disconnected from ipg header. Patient underwent surgical intervention to remove and replace the ipg. Therapy has been restored post- operatively.